Event description:
I had essure placed in (B)(6) 2009. I was told it was a short and mostly painless procedure. It was terrible pain and not short at all. Shortly after it was placed, I started having problems. Never thought it could be essure. As time went on I kept getting more and more symptoms, pain, cramping, feeling I was going to pass out, headaches, but most of all chest pain. I had many test ran and all were normal. My dr came up with inflammation and started treating me with advil for that, but could not tell me why and even refered me to a neurologist. I have been seen by my obgyn and had an ultrasound and other test run to check on the essure. The placement is fine, I am told, but had an allergy test done and my allergy test came back positive to nickel and a few other things. Essure needs to require an allergy test before putting any permanent metal in anyone. Now I know why for the past year and a half that this is my problem and now have to have it removed. I am not happy. It is a very expensive and dangerous procedure.